Event description:
It was reported that this left ventricular (lv) lead was part of system revision due to bad infection. No additional adverse patient effects were reported. This lv lead was explanted.